Event description:
3fr PICC migrated to the pulmonary artery. The external segment separated through a break in the line and could not be palpated under the skin. X-ray confirmed the tip of the catheter in the axillary vein. Reported by medwatch.